Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onto the site and was able to reproduce the customer reported issue. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and found to have instrument detection failure.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the bipolar instrument could not be recognized on the integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to replace the bipolar cable. The customer replaced the cable and instrument, but the issue persisted. The isi tse recommended the customer swap to another bipolar port, but the issue persisted. The monopolar energy was working normally. The customer was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to open surgery due to the iesu not recognizing the instrument. The procedure was not completed using the iesu generator. There were no surgical complications involved, and the patient tolerated the conversion to open surgery. The only system issue was the iesu generator not recognizing the instrument. The system was inspected prior to use but not the iesu generator. There were no issues noted during the system set up. The procedure was in progress for about 30 minutes prior to the issue occurring. There were no post-surgical complications.